Event description:
During the placement of a left subclavian central line, upon withdrawal of the guidewire resistance was noted by physician. Second attempt of placement was successful. Post placement chest film noted a radiopague curvilinear structure. Follow up chest CT noted radiodense, linear body which measures 7cm in length and lies anterior to the left clavicle and left introducer catheter likely reflecting a vascular wire in the thoracic cutaneous soft tissue. In 2007, patient underwent surgical removal of the retained wire with fluoroscopic assistance without complications. Coiled distal portion of guidewire was removed.